Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when using the pressure sensor to monitor the pressure, it was found that a straight wave appeared after the pressure sensor was connected to the lead wire, and there was no waveform intermittently. The same problem occurred after replacing the lead wire several times. After that, another pressure sensor was replaced, and the display was visible. There was patient involvement, but no patient harm/adverse event reported.